Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received in used condition with the original packaging opened. Under visual inspection no visual defects were detected. A functional leak test was performed, and the device passed. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions have been taken since the complaint was not confirmed.

Manufacturer narrative:
Other, eventdate month and year of event have been provided, day is unknown. D4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from inflation line. No adverse patient effects were reported by the customer.